Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during a left iliac embolisation treatment procedure, the interlock coil was unable to be advanced. The lesion was located in the left iliac artery. The .035 interlock cube 10mm x 25cm coil was unable to be advanced outside a non bsc catheter. At the distal end of the catheter the coils were forcefully pulled back through the sheath and catheter. The procedure was completed with another same device. No patient complications were reported and the patient's status is stable. However returned analysis revealed the main coil interlocking arm had been pulled off the coil.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: an introducer, delivery wire, coil and two cook catheters were returned. The coil and delivery wire were returned outside the introducer. The introducer was inspected. No anomaly was noted. The twist lock had been opened. The coil was inspected and found to be severely stretched at the proximal end. Blood was present on some of the fiber bundles. The main coil interlocking arm had been pulled off the coil and there was evidence of a weld. The delivery wire was inspected and no anomaly was noted. The zap tip shape and surface was smooth. The interlocking arm of the main coil was inspected and no damage noted. The interlocking arm of the delivery wire was inspected and no damage noted. The delivery wire zap tip shape and surface was smooth. The deliver wire dimensions were found to be in specification. As the coil was damaged not all dimensions could be measured. The dimensions that could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered user related as the combination of an incompatible catheter and insufficient flush resulted in the coil becoming stuck in the catheter. The dfu states: "in order to achieve excellent performance of the interlock - 35 fibered idc occlusion system and reduce the risk of thromboembolic complications, it is critical that the 5f delivery catheter is flushed vigorously before and after the introduction of each interlock - 35 fibered idc occlusion system." (B)(4).